Event description:
The customer called and reported the screen on his insulin pump went blank. Customer stated he put in three different batteries and received a battery out limit alarm. Customer's blood glucose was 340 mg/dl. The device had not been bumped, dropped, or exposed to moisture. The battery compartment, battery cap, and spring were neither damaged nor corroded. Customer did not have a new battery with which to test the device. The customer was advised the battery cap would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.